Manufacturer narrative:
Product event summary: analysis found that the sensitivity test was below standard, the button was not sensitive and there was an output knob failure. The main board, keypad, and interconnect flex assembly were replaced. The device was calibrated and then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.